Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: h2, h3, h6, h10 complaint sample was evaluated and the reported event was confirmed. The product analysis showed that the stem was fractured at the level of the neck, which confirmed the reported event. Due to a deposit on the stem, it was not possible to determined the reference and the batch number of the product. Therefore, the documentary revieww couldn't be performed. Within one year, only the current complaint has been recorded regarding an implant fracture or a revision for aura stem, all references included. It can be noticed that the product was implanted in 1999. The normal wear of the product might explain the fracture of the stem. The surgical notes have been reviewed, however, no elements which could explain the stem fracture have been found. According to available data, the exact root cause of the event was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a right aura stem size 14 broke 20 years post implantation. A revision surgery was performed to remove the implant. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Report source, foreign event occurred in france. The device was not returned to the manufacturer. Therefore it could not be analyzed. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a right aura stem size 14 broke 20 years post implantation. A revision surgery was performed to remove the implant. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay correction information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a right aura stem size 14 broke 20 years post implantation. A revision surgery was performed to remove the implant. This surgery was the 5th revision surgery.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product was returned in two parts. In fact, the stem broke at the level of the neck. Therefore, the reported event was confirmed. Thanks to the product analysis, the reference (p0135h14) was found and the batch (98.bjm.036) of the product involved. However, the review of the device manufacturing quality can't be performed as the manufacturing records were not available. Within one year, only the current complaint has been recorded regarding an implant fracture or a revision for aura reconstruction stem size 14 right, reference p0135h14, batch 98.bjm.036. It has been noticed that the cup and inlay were not zimmer biomet products but novae products (serf). The incompatibility of the devices used could be a cause of the stem fracture. Furthermore, part of the engraving of the stem was done at the level of the neck which could have weakened the stem. A modification of the stem design was performed in (B)(6) 2005. As the production of this stem was prior to this date (1998), a risk of stem weakening due to the position of the laser etching is expected. Finally, it can be noticed that the product was implanted in 1999. The normal wear of the product could explain the fracture of the stem. The surgical notes have been reviewed, however, no elements which could explain the stem fracture have been found. According to available data, the exact root cause of the event was unable to be determined. A summary of the new information received has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a right aura stem size 14 broke 20 years post implantation. A revision surgery was performed to remove the implant. No additional patient consequences were reported.